Event description:
Allegedly, a literature document was received detailing the following: tottas et al. (1) - 2020 reported 2 cases of deep vein thrombosis that did not end up on revision.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.